Event description:
A customer contacted beckman coulter, inc. (Bec) to report a coulter lh 750 hematology analyzer peristaltic pump on bath 2 was leaking. The estimated 100 ml leak of stain did not overflow into the fill tray. The operator was wearing personal protective equipment (ppe) consisting of a lab coat, protective eye wear, and gloves at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. There was no death, injury or change to patient treatment attributed or associated with this complaint.

Manufacturer narrative:
A field service engineer (fse) was dispatched for the event. The fse replaced the fill pump for bath 2 and cleaned out the fill / drain pipes. Root cause for the leak was attributed to peristaltic pump on bath 2. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer. (B)(4).